Event description:
It was reported that a device powered off without user input during an infusion. There was no report of a pt injury.

Manufacturer narrative:
(B)(4). Baxter is currently evaluating this device. A supplemental will be submitted when the device evaluation is complete.